Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump did not deliver a dopamine infusion as programmed in the intensive care unit. The dopamine infusion was initiated at 1830 (B)(6) at 3mcg/kg/min (9 cc/h). The IV pump was running throughout the night. At 0715 (B)(6), the IV pump alarmed "bag near empty." It was observed that the IV bag was full. Upon assessing the pump, the roller clamp below the pump and the blue slide clamp above the pump were clamped (closed). The pump was infusing from 1800 (B)(6) until 0715 (B)(6) with both clamps clamped and never alarmed "occlusion". The patient was hooked up to 8 pumps simultaneously with multiple vasopressor medications infusing at the time of the occurrence and the patient ultimately expired. It was confirmed that the alleged device malfunction did not influence this patient outcome (death).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The event history log was received from the customer, and confirmed the time of infusion initiation (pump run), including a user input that resulted in a 'confirmed' status for flow confirmation, and the time of the bag near empty alert (note: the event log is recorded in (B)(6) mean time and the pump was operating in pacific time, therefore the infusion start and stop times are represented in the log as 01:27 on (B)(6) 2016 and 14:10 on (B)(6) 2016 respectively). An event-based risk review (ebrr) was performed. The ebrr results indicate that the reported scenario is adequately covered in the risk management files, and does not require an update. Furthermore, the ebrr indicates that the allegation does not represent a device malfunction as the described flow rate along with clamping above and below the pump may not allow the pressure changes necessary for occlusion detection. This scenario is mitigated by a check flow screen, which was accepted (falsely) by the practitioner. Per the medical assessment, the hazardous situation associated with this complaint is underinfusion greater than 10%.